Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. The customer's blood glucose level ranged from 162-163 mg/dl. In addition, it was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer mentioned that the usb port was damaged and it was difficult to insert the usb cable. The customer continued using the pump for insulin therapy.